Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. A review of manufacturing records was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined with the information provided. Labeling review: "potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/or motor function... Potential risks identified with the use of this system, which may require additional surgery, include: paralysis." "Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "Packaging: devices should be carefully examined for completeness, and for lack of damage, prior to use. Damaged packages or products should not be used, and should be returned to nuvasive." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial posterior fixation procedure from t9 to l3. During the procedure, the surgeon experienced difficulties with tapping the pilot hole at the l1 pedicle. Multiple attempts were made, but were unsuccessful in creating the pilot hole. The surgeon opted to skip the l1 level and continue the procedure at the remaining levels. The surgery was completed with no further issues. Subsequently, the patient experienced paralysis of the left leg postoperatively. CT and MRI imaging was obtained to identify the cause of the paralysis, but no findings were identified. The surgeon is continuing to follow-up with the patient. No further patient impact was reported. No additional information is available.